Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. He0117s) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), headache ("headaches"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, feeling abnormal, amnesia, headache, bladder disorder and weight increased had resolved and the urinary tract disorder had not resolved. The reporter considered abdominal distension, amnesia, bladder disorder, feeling abnormal, headache, pelvic pain, urinary tract disorder and weight increased to be related to essure. Batch no: he0117s . Production date: 2015-09-24. Expiration date 2018-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. On 10-mar-2021: ha number received - (B)(4). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in an adult female patient who had essure inserted (lot no. He0117s) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gravida (forewater rupture of amniotic membrane) in 2016 and perineal pain, depression and back pain. On (B)(6), 2016, the patient had essure inserted. Essure was removed on (B)(6), 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), brain fog ("brain fog"), amnesia ("memory loss"), headache ("headaches"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal distension, amnesia, bladder disorder, brain fog, headache, pelvic pain, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: essure confirmation test : (B)(6), 2017 : bilateral essure implant is in good position. No tubal opacification or distal spillage is identified. Appearances are consistent with bilateral tubal occlusions. Batch no he0117s production date (B)(6), 2015 expiration date (B)(6), 2018. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in an adult female patient who had essure inserted (lot no. He0117s) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of depression and back pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), brain fog ("brain fog"), amnesia ("memory loss"), headache ("headaches"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal distension, amnesia, bladder disorder, brain fog, headache, pelvic pain, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: essure confirmation test : (B)(6) 2017 : bilateral essure implant is in good position. No tubal opacification or distal spillage is identified. Appearances are consistent with bilateral tubal occlusions. Batch no: he0117s, production date: 2015-09-24 and expiration date: 2018-09-28. The most recent follow-up information incorporated above includes data received on: 16-may-2023: new lawyer's reporter, other health professional's reporter, annex f updated of international medical device regulators forum updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain / localised pain") in an adult female patient who had essure inserted (lot no. He0117s) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gravida (forewater rupture of amniotic membrane) in 2016 and flank pain, nickel allergy, dyspareunia, pelvic pain female, parity 4, back pain, depression, smoker (heavy cigarette smoker (20-39 cigs/day)), migraine, perineal pain, depression and back pain. Previously administered products included: mirena, implanon and oral contraceptive nos. Concurrent conditions were listed as eye disorder since 2020 as well as stomach pain and bloating. Concomitant products included sertraline, senna spp., paracetamol, codeine phosphate and tinzaparin. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), brain fog ("brain fog"), amnesia ("memory loss"), headache ("headaches"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological disorder") and eczema ("severe flare up of itchy skin ¿ eczema") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal distension, brain fog, amnesia, headache, urinary tract disorder, bladder disorder and weight increased had resolved. The outcomes for hypersensitivity, mental disorder and eczema were unknown. The reporter considered abdominal distension, amnesia, bladder disorder, brain fog, eczema, headache, hypersensitivity, mental disorder, pelvic pain, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: essure confirmation test : (B)(6) 2017 : bilateral essure implant is in good position. No tubal opacification or distal spillage is identified. Appearances are consistent with bilateral tubal occlusions. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: I am pleased to inform you that both tubes are now blacked and the procedure was successful 1, you can now stop using any contraception that you may be using at the moment. Bilateral essure implant is in good position. No tubal opacification or distal spillage is identified. Appearances are consistent with bilateral tubal occlusions. Batch no he0117s. Production date 2015-09-24. Expiration date 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: medical record received. Events . Psychological issues & allergic reaction & eczema added. Medical history , concomitant condition & reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain/localised pain") in an adult female patient who had essure inserted (lot no. He0117s) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gravida (forewater rupture of amniotic membrane) in 2016 and nausea, dysuria, dizziness, uti, abdominal pain, urinary frequency, urinary urgency, flank pain, nickel allergy, dyspareunia, pelvic pain female, parity 4, back pain, depression, smoker (heavy cigarette smoker (20-39 cigs/day)), migraine, perineal pain, depression and back pain. Previously administered products included: mirena, implanon, oral contraceptive nos, nitro sorb [nitrofural] and cefalexin. Concurrent conditions were listed as eye disorder since 2020 as well as stomach pain and bloating. Concomitant products included sertraline, senna spp., paracetamol, codeine phosphate and tinzaparin. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal distension ("bloating"), brain fog ("brain fog"), amnesia ("memory loss"), headache ("headaches"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems"), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological disorder"), eczema ("severe flare up of itchy skin ¿ eczema") and mood swings ("fluctuating mood") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). At the time of the report, the pelvic pain, abdominal distension, brain fog, amnesia, headache, urinary tract disorder, bladder disorder and weight increased had resolved. The outcomes for hypersensitivity, mental disorder, eczema and mood swings were unknown. The reporter considered abdominal distension, amnesia, bladder disorder, brain fog, eczema, headache, hypersensitivity, mental disorder, mood swings, pelvic pain, urinary tract disorder and weight increased to be related to essure administration. The reporter commented: essure confirmation test. On (B)(6) 2017 : bilateral essure implant is in good position. No tubal opacification or distal spillage is identified. Appearances are consistent with bilateral tubal occlusions. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: I am pleased to inform you that both tubes are now blacked and the procedure was successful 1, you can now stop using any contraception that you may be using at the moment. Bilateral essure implant is in good position. No tubal opacification or distal spillage is identified. Appearances are consistent with bilateral tubal occlusions. Batch no: he0117s. Production date: 2015-09-24. Expiration date: 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jan-2024: medical record received. Event mood fluctuation added. Reporter information updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. He0117s) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating "), feeling abnormal ("brain fog"), amnesia ("memory loss"), headache ("headaches"), urinary tract disorder ("urinary problems ") and bladder disorder ("bladder problems ") and was found to have weight increased ("weight gain "). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal distension, feeling abnormal, amnesia, headache, bladder disorder and weight increased had resolved and the urinary tract disorder had not resolved. The reporter considered abdominal distension, amnesia, bladder disorder, feeling abnormal, headache, pelvic pain, urinary tract disorder and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: information added: essure removal date, events bloating, brain fog/memory loss, headaches, urinary/bladder problems, weight gain. Case upgraded to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.